Event description:
It was reported that the device was showing increased sensing integrity counts. It was suspected that the patient's oxygen machine may have been causing the increase in counts. It was noted that there were "no ill effects to patient nor were there any inappropriate treatments". The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.